Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds due to fracture confirmed via chest x-ray. The lead was capped and replaced on (B)(6) 2016. The patient did not experience any symptoms and no events.